Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, oversensing due to noise resulting in inappropriate pacing as the patient had an intrinsic ventricular rhythm present was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. Technical support was contacted and reprogramming was recommended. Reprogramming was performed. The patient was stable.